Manufacturer narrative:
Date of event: unknown. The original date received by manufacturer has been used for this field. Investigation summary: customer returned (3) loose 0.3ml bd insulin syringes with an opened polybag from lot# 0132200. Consumer reported, when needle shield is removed, needle is missing¿was not sure if needle and hub were stuck inside needle shield. All 3 returned samples were examined, and it was observed that 1 of the syringes exhibited a separated needle hub/shield assembly; no damage was observed on the barrel tip of this syringe. The remaining 2 syringes did not exhibit hub separation nor a missing cannula. Manufacturing (holdrege) will be notified of the observed hub separates issue. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200894508] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA# (B)(4) has been opened to address this issue.

Event description:
It was reported that 1 bd ultra-fine¿ needle hub separated from the bd insulin syringe during use. The following information was provided by the initial reporter: "spouse reported, when needle shield is removed, needle is missing. Was not sure if needle and hub were stuck inside needle shield. 5 syringes affected" via bd investigation: "all 3 returned samples were examined, and it was observed that 1 of the syringes exhibited a separated needle hub/shield assembly; no damage was observed on the barrel tip of this syringe"